Event description:
The patient reported experiencing elevated blood glucose of up to 21.6 mmol/l (389 mg/dl) last summer. Her normal blood glucose level is 6-10 mmol/l (108-180 mg/dl). She stated that she was able to correct elevated blood glucose by bolusing through the infusion device. She also reported that at times the up and down buttons of her infusion device do not function. She confirms this by reviewing the bolus history of the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No further information was provided. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.